Event description:
It was reported that the extension tubing set would not properly connect to the patient's IV and leaked.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the extension tubing set would not properly connect to the patient's IV and leaked.